Manufacturer narrative:
(B)(4)

Event description:
It was reported to a company representative by a medical professional that she was trying to use the programming system to interrogate a patient, but the usb serial data cable was loose. Ultimately, the patient was able to be interrogated. The company representative went to the site and was able to confirm that the system was getting interrupted during interrogation. The company representative then replaced the cable and was able to confirm that the system worked fine after replacement. Additional relevant information has not been received to-date. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.